Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "combined treatment for unusual behcet's disease influencing the autograft in the ross procedure. As reported in a research article, combined treatment for unusual behcet's disease influencing the autograft in the ross procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "combined treatment for unusual behcet's disease influencing the autograft in the ross procedure" was reviewed. The article presented a case study of a 66-year-old male patient with acute heart failure due to aortic regurgitation. It was reported that on an unknown date, a 23mm trifecta valve was implanted during a bentall procedure to treat the aortic regurgitation and ruptured sinus of the valsalva aneurysm. Four months after the valve was implanted, the patient had a consistent fever following a dental treatment. Endocarditis was suspected but ruled out. On computed tomography (CT) scan, a huge aortic root pseudoaneurysm adjacent to the thoracic wall was observed. Five months after the valve was implanted, a ross procedure was performed, in which the patient's aortic valve is replaced with the patient's own pulmonary valve, and pulmonary valve is replaced with a donor valve. Post operative, the patient experienced fever and elevated inflammatory response. Five months after the second aortic valve replacement, a CT scan showed a recurrent anastomotic pseudoaneurysm with appearance suggestive of vasculitis in the autograft of the ross procedure. Blood cultures were negative for endocarditis. A third aortic root replacement was performed using a bentall procedure with a non-abbott valve. The patient was determined to have an unusual presentation of behçet's disease, which is a very rare autoimmune disorder causing blood vessel inflammation. With this diagnosis and appropriate medical treatment, the patient recovered well following the third surgery. [The primary and corresponding author was dr. Mikiko senzai, department of cardiovascular surgery, osaka university graduate school of medicine, 2-2 yamadaoka, suita, osaka 5650871 japan. Email: mkk.snz@gmail.com.].